Event description:
Ous MDR. After 27 months of implantation time, many short-term vfs were detected. An insulation defect of the lead is suspected.

Manufacturer narrative:
Our MDR. The analysis was able to find the cause of the oversensing. The insulation of the lead was frayed at the is-1 departure, 7 cm distal of the is-1 plug. The morphology of the frayed spot allows the conclusion that the lead had been implanted under high pressure in the pocket region for 27 months. The ICD was not available for analysis. Further abrasion spots were found on the lead insulation. Spiral-shaped abrasion spots could be found both proximal and distal of the shunt. The shunt also showed polished spots. The insulation between the inner conductor helix and rope conductor was damaged. Since no low-ohm values were measured during the electrical measurement, the limited integrity of the insulation was not the cause for the oversensing. There was, however, no material defect or manufacturing error. Thus, we are not dealing with a product defect; rather, the abrasion indicates permanent dynamic stress under pressure impact.